Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "started getting funny feelings" like they used to get before they would get a shock. Approximately one week after the device implant, additional information obtained indicated that the patient died two days later after reporting getting "funny feelings". The cause of death was requested and is not available.